Event description:
A call to technical services on (B)(6) 2011 states that this lead was capped in 2003. On (B)(6) 2011 it was reported that patient has device system infection and erosion which is being treated with IV antibiotics. Due to the patient's age and comorbidities no explant is being planned at this time. Dr. (B)(6) at (B)(6) hospital is following. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).